Event description:
Customer reported that his insulin pump ws alarming every two minutes. The customer stated there was nothing on the screen when the insulin pump alarms. It was found the customer was receiving a max delivery alarm. After clearing the max delivery alarm, the customer reported receiving a button error alarm. The customer was informed of the meaning for the alarms. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).